Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : device not returned yet.

Event description:
There was no patient involved.device switch on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration that may be attributed to a failing membrane. The current drain of the device was within specification, however, the device records multiple manual power ons mainly of ten minutes duration between the 28th november 2016 and the 20th january 2018. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Despite being unable to measure or replicate the reported fault, the multiple manual power ons of a random nature and mainly of ten-minute duration would most likely indicate the device was switching itself on automatically. As this is a previous revision membrane, and the investigation was unable to measure or replicate the reported fault, no further investigation will be carried out. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved.device switch on automatically.